Manufacturer narrative:
(B)(4). Instrument has been requested. No product returned. Device record history for cuvette lot was reviewed. No ncmrs, complaint trends or related CAPA identified. Result: record evaluation completed. Evaluation of retained cuvettes of same lot met specifications. Complaint could not be confirmed. Device not returned. No conclusion can be drawn. Itc has requested all data required for form 3500a.

Event description:
Patient 2 of 2. Healthcare professional reports lower than expected results with hemochron elite microcoagulation system. The patient was given 5000 units of heparin and 15 minutes later generated act-lr 264 seconds-lower than expected. The surgeon gave another 4000 units of heparin based on these results. Act-lr 20 minutes later was >400 seconds. The test was repeated immediately with another sample and generated 333 seconds. No testing was done to determine heparin sensitivity/resistance. Eqc prior to event met specifications. Lqc and proficiency panels are run regularly and have been acceptable. No adverse event(s) reported.